Event description:
It was reported that the patient underwent a plif at l5-s1 using posterior fixation. During the final tightening, the counter driver could not be placed on the set screw due to the set screw cross threading. A new set screw was replaced and the counter deriver then could be placed. The case was completed without additional complications. No patient injury was reported.

Manufacturer narrative:
(B)(4). The lot# of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are lot #h10g3856, expiration date is 09/01/2018; h10g3867, expiration date 08/31/2018; h10h1371, expiration date 08/30/2018; and h10h2371, expiration date 09/01/2018. This part is not approved for use in the united states; however a like device catalog # 7540020, 510k # k052187 was cleared in the united states. The manufacture date for lot h10g3856 is 09/01/2010; the manufacture date for lot h10g3867 is 08/31/2010; the manufacture date for lot h10h1371 is 08/30/2010; the manufacture date for lot h10h2371 is 09/01/2010. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.